Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), a loud popping noise was heard. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling without duplicating the report. An internal inspection the device found no discrepancies. A visual inspection of the electrode pads found no signs of burns. The device was recertified and returned to the customer. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. The instructions for use for the pro-padz electrodes provides instructions on proper skin preparation and electrode application. Analysis of reports of this type has not identified an increase in trend.